Event description:
A customer reported to beckman coulter (bec) hotline support that their unicel dxc 600 pro synchron system leaked onto the tops of sample tubes and qc (quality control) samples failed to yield acceptable results. The customer wore gloves, a lab coat and safety goggles while operating the instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) evaluated the instrument and observed no vacuum at the blade wash chamber. The fse traced the problem to the connector to the collection chamber. The fse reseated the connector to the collection chamber to correct the cap piercer leak; once the connector was reseated, vacuum was restored and blade wash function was verified. (B)(4).